Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all tests but the trigger was jamming. Therefore, the reported condition was confirmed. It was noted that the triggers were damaged and corrosion was found on the electronic components. The assignable root cause was determined to be due to wear on components from use and improper cleaning/care or possible immersion during the cleaning process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device was not working. It was unknown if there was a delay in the surgical procedure. It was reported that an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.